Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4)

Event description:
It was reported to resmed that an astral device stopped ventilation with alarm ¿total power failure¿ while using its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed ventilation stopped with alarm ¿total power failure.¿ a single occurrence of an error related to battery charger (system fault 180) was revealed during review of the device data logs. The investigation determined that the root cause was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation with alarm ¿total power failure¿ while using its internal battery. There was no patient injury reported as a result of this incident.